Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set disconnected between the end luer lock adapter ¿cap¿ and the tubing of the set. This occurred during infusion. This caused blood loss and saline to run onto the floor. There was about 10 ml of blood loss. There was no patient injury or medical intervention associated with this event. No additional information is available.